Event description:
It was reported that a patient underwent a caesarean section on (B)(6) 2015 and suture was used. During the procedure, the surgeon indicated a missing distal part of needle. The surgeon tried to find the missing part of needle but was unsuccessful. An x-ray was done to indicate the specific location of the missing needle piece. The patient underwent an additional procedure the same day to remove the 3mm needle piece. The current condition of the patient was reported as stable and discharged. No additional information was provided.

Manufacturer narrative:
The needle portion was in the abdominal shell prior to removal.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.